Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure on whole lung, while on lung parenchyma, the stapler fired but staples could not be formed and the staple line was incomplete. New reload was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure on whole lung, while on lung parenchyma, the stapler fired but staples could not be formed b shape and the staple line was incomplete proximally, centrally and distally. Staples fell into the patients cavity and were retrieved/ taken out normally. New reload was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the loading unit was partially fired with the interlock engaged. The staple pushers were visible at the cut line and there were protruding staples at 4 cm of the cartridge. The anvil could not be closed completely on the initial clamping stroke. This was an indication that the loading unit anvil was deformed at the clamping feature. Functionally the loading unit was loaded into a post market vigilance instrument and applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit or clamping over excessive thickness. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.